Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states pre-sternal catheters becoming disconnected internally at the connection of the extension catheter after the procedure had been performed. This patient is wheelchair bound, bmi of 44, very large pannus. The patient is extremely large and the pannus most likely created shearing on the weakest link; the connection. Surgically, there were no complications with these cases. The catheters were placed laparoscopically. The patients catheter was repaired but has had multiple abdominal surgeries and though the catheter flushes and drains, the time involved with this is not doable for pd.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing plant for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.